Event description:
The customer reported that the image produces by their loaner hd autoclavable camera head device was noisy when the cable unit was maneuvered, and that the coupler unit of the device was rusted/corroded. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Sections a3, a4, a5, a6, b6, b7 have been updated to reflect na. The device was returned to the repair center for evaluation and the customer's allegation was confirmed. The device evaluation also found corrosion of the coupler (shaft part). A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. These issues are addressed in the instructions for use (IFU): ¦4.1 precautions (warning) if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. When the endoscopic image does not appear normal on the monitor, the image sensor may have been damaged. If electric power supply is continued for a long time, the camera head can become hot and could cause operator burns. In this case, turn the video system center off immediately. If the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment or zoom adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. ¦3.6 automatic thermal cleaning/disinfection (caution) use only detergents whose compatibility for cleaning camera heads is certified by the automatic thermal cleaning/disinfector¿s manufacturers and which are approved by a competent authority. Incompatible detergents may considerably damage olympus camera heads. Preferably, use enzyme-based agents. Avoid agents containing highly alkaline or acidic compounds, such as citric or phosphoric acid. Corrosion of the instrument¿s material may occur. ¦7.1 reprocessing the camera head using an automatic thermal cleaning/disinfector 3 remove the camera head from the automatic thermal cleaning/disinfector immediately when the automatic procedure has stopped to prevent corrosion of the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the image produces by their loaner hd autoclavable camera head device was noisy when the cable unit was maneuvered, and that the coupler unit of the device was rusted/corroded. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.